Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power up. Physio replaced the system/memory pcb, the power pcb and the user interface pcb assemblies and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
Found during daily test. It was reported that the device would not power up. There was no report of patient involvement with the incident.